Manufacturer narrative:
Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4).

Event description:
The loaner device was previously returned to pentax medical from a customer on 03-sep-2019 and inspection of the unit was performed on 06-sep-2019 where the quality control inspector found the following: distal cap - fixed type failed epoxy seal integrity inspection, distal body cracked, primary operation channel resistance, air/ water socket cylinder o-ring chipped, hole in # 3 remote control button cover, distal tip annual maintenance, passed dry leak test, umbilical cable dent, objective lens scratched, passed wet leak test, image spots, insertion tube severe crush at stage 1, hole in # 2 remote control button cover, umbilical cable single, buckled under pve root brace, pve connector housing scratched, light carrying bundle distal cover glass middle scratched. Inspection of the seal between the distal body and distal cap was performed and the device failed the inspection criteria. The duodenoscope's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with miscellaneous parts, and returned to the user upon completion. The duodenoscope was repaired including the following components and pending final qc approved as of 30-sep-2019: o-rings and seals, air/water tube, deflector operating wire, deflector staycoil, lcb distal cover, objective prism assy, operation channel, adjusting collar, angle wire, bending rubber, segment attaching screw, distal case/cap, distal case attaching screw, insertion flexible tube, segment assy attaching screw, rl pulley assy, ud pulley assy.